Event description:
The clinician reported that on the day of attempted placement of the dental implant in the patient's mouth, the implant did not achieve primary stability in type IV bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.